Manufacturer narrative:
(B)(4). The reported event of lead migration cannot be analysed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs lead had migrated. Subsequently, surgical intervention was taken and the lead was replaced with a new one. Reportedly, effective stimulation was restored postoperative.